Manufacturer narrative:
Correction: b5 should include "suspected fracture was observed during inspection of fluoroscopy." B6 should include fluoroscopy.

Event description:
Suspected fracture was observed during inspection of fluoroscopy.

Event description:
It was reported that patient presented for follow-up in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited high pacing impedance and failure to capture. It was also suspected that the lead had fractured. The lead was capped on (B)(6) 2025 and replaced with new lead. Patient condition was stable.